Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery for removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced night sweats ("night sweats: I had them for several years prior to removal") and artificial menopause ("perimenopause before surgery/surgery put me in menopause"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, night sweats and artificial menopause outcome was unknown. The reporter considered artificial menopause, medical device removal and night sweats to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery for removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced night sweats ("night sweats: I had them for several years prior to removal") and artificial menopause ("perimenopause before surgery/surgery put me in menopause"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, night sweats and artificial menopause outcome was unknown. The reporter considered artificial menopause, medical device removal and night sweats to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.